Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had this alarm is generated when the pump detects movement in hall sensor. The customer¿s blood glucose was 140 mg/dl at the time of incident. The customer stated that they were previously able to clear the alarm and able to rewind the insulin pump. The customer also stated that the displacement test was passed. The customer said that she is no longer confident to use her pump since this already happened to her twice and she wanted the pump to be replaced. The insulin pump will be returned for analysis.